Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant premature battery depletion was observed. The device was not used. The procedure was completed successfully using a different device.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. Upon receipt, the remaining battery capacity to eri was normal per implant requirements.